Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is ongoing. Subject device was received and is currently in the evaluation process.

Event description:
Scoliosis patient was implanted from t1-l5 with pangea screws and rods. Follow up x-ray taken showed minor slipping of the rods at l4-l5. X-ray taken on a later date showed the rod had slipped out of the l5 screw. Patient was returned to the or. Surgeon removed the screws at l4-l5 and replaced them with uss screws. He did not remove the rods. This report is #3 of 4 on this event.